Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It is possible that the device was not properly connected resulting in the reported leak; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during prep prior to use the copilot bleedback control valve (bcv) leaked fluid at the rotator. The bcv was not used in the procedure. A new unspecified bcv was use to successfully complete the procedure. There was no patient involvement. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.